Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06805 and 2134265-2014-06833. It was reported that an automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an atlantis probe imaging catheter to view an unspecified target vessel. During coronary angioplasty procedure, the atlantis probe imaging catheter was connected to the motor drive unit (mdu) and automatic pullback was performed; however, automatic pullback did not run. The imaging and procedure was completed manually. No patient complications were reported.